Event description:
The operation nurse has reported to product specialist mats that the tip of the instrument broke during extraction, this caused extended anesthesia.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.